Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is broken.

Manufacturer narrative:
Examination of the submitted device confirmed one of the two pop-up plates is disassembled from the block. The cutting slots exhibit deformation. The impaction surface exhibits significant deep impact marks. The overall condition of the instrument suggests heavy usage. The root cause is attributed to instrument wear from normal use and servicing. The device is old (mfg 1998) and has been subjected to heavy impactions. Based on the root cause determination of device wear out, the need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.